Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. They also reported that they received no delivery alarms. Customer¿s current blood glucose value was 508 mg/dl. The customer treated with bolus. Troubleshooting was done for no delivery and high blood glucose. The customer reports alarm did not occur during manual prime. The customer reports event was resolved by changing complete set. The customer states the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer declined to performed high pressure test. The customer's blood glucose at the end of the call was 455 mg/dl. The insulin pump will not be returned for analysis.